Event description:
The customer reported that the battery in slot a was not detected. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery in slot a was not detected. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the problem. The cause was found to be the power pca. The power pca was replaced to resolve the failure. After passing all performance assurance tests the device was returned to the customer.